Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. 3 events were confirmed. 2 devices were found to have oil on the nose cone. 1 device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact.